Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ipg (implantable pulse generator) was found to be at eri (elective replacement indicator) at a patient device check. During the check, there was loss of telemetry. The device remained in use, until it was explanted and replaced a week later. No patient complications were reported as a result of this event.